Manufacturer narrative:
H6 g code - updated. One device was returned for analysis. Visual inspection showed scratched lcd lens and a broken lemo connector, battery compartment and door. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to a contaminated downstream occlusion (dso) sensor. As a result, the dso sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an occlusion error alarm. There was no patient involvement.